Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Evaluation codes: method code 4101 was removed.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Event description:
Subsequent to filing of the initial medwatch report additional information was received. Medwatch # (B)(4). "Event description: elderly male was in the cardiac catheter lab (ccl) for a left femoral artery angiogram and possible percutaneous coronary intervention (pci) of the left anterior descending (lad) artery to relieve chest pain symptoms. Following insertion of a 6-fr sheath inserted into the left and right femoral artery using a micropuncture kit without an complication. A 2nd interventionist came to the bedside to deploy the perclose device. According to the interventionist, he was deploying the device and did not get good blood return. He reseated the device and noticed he was unable to remove the device from the vessel because the deployment foot would not retract. The patient was brought to the or, at which point the vascular surgeon performed a femoral exploration and removed the proglide device and performed a patch angioplasty. The device is retained by the facility. The surgical procedure was performed without incident and the patient was transferred to the ICU for recovery. The remainder of the patient's hospitalization was uneventful, the patient was transferred to the telemetry unit the next day and then discharged to home 2 days later on. The pci of the lad was scheduled for a later date." Additional information for patient #1: "other information about the patient that may have influenced the outcome of the event: according to the vascular surgeon, he said the patient's vessels was fibrotic, leather-like nd contained plaque during surgical removal of the deployment device. It is unclear is the cause was the nature of the patient's anatomy, puncture site, or device failure. Interventionalist recommended removal of the remaining devices with the same lot number form the inventory and the vendor, (B)(6) contacted for replacement." No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device code 2017 - failure to follow steps/instructions. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Reportedly, the device was used after not getting good blood return. It should be noted that the electronic perclose proglide instructions for use states: verify marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the perclose proglide smc device if the marker lumen is not patent. There was no damage noted to the sterile devices that were returned for evaluation. There was water noted flushing out from the marker lumen of all 10 samples. The lever was opened and the foot deployed on all the 10 samples with no resistance. The lever was then closed and the foot retracted on all 10 samples with no resistance. MFR site - contact name updated.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is not returning for evaluation. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified and stenotic left common femoral artery was attempted with a proglide device, using the pre-close technique, via a 6f sheath prior to a impella assisted coronary interventional procedure. Reportedly, the proglide and the 6f sheath were difficult to insert and then were stuck in the vessel. The patient was taken to surgery for removal of the proglide device and surgical suturing was used to achieve hemostasis. The impela assisted procedure was not performed. There was a clinically significant delay in the procedure. No additional information was provided.